Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the catheterization laboratory at 6:30 p.m. On (B)(6), 2026, for planned transarterial catheterization for whole-brain angiography and thrombectomy for acute ischemic stroke. At 19:00, following completion of the angiography procedure, an infusion t-connector and a disposable sterile syringe were prepared for the next phase of the procedure. During the connection process, it was discovered that the two components could not be securely tightened. A new t-connector from the same batch was immediately opened, but it still could not be tightened. A t-connector from a different batch was then immediately substituted to continue the procedure. An adverse event was reported post-procedure.